Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer was hospitalized due to low blood glucose. It was stated that the customer had changed the set and told her he was going to have lunch. Daughter stated that the customer had been experiencing low blood glucose prior to the incident and that prompted her to go to the customer's house and check on him. She found him unresponsive on the kitchen floor. The paramedics were called and was taken to the hospital. Blood glucose at the time of admission was 49 mg/dl. The cat scan and heart were fine. It was stated that the fill cannula was set up at 7.6 units and it had been like that since (B)(6) 2015. The insulin pump was not replaced.